Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that power cord to the remote monitor gets very hot and smells. A new power cord was ordered for the monitor. No patient complications have been reported as a result of this event.